Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 0.3ml, 31g x 6mm bd insulin syringe. Consumer reported needle hub separated from syringe. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel; no damage was observed on the barrel. A review of the device history record was completed for batch# 8239952. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated from the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 324909, batch no: 8239952. It was reported that the consumer encountered needle hub separated from syringe. Verbatim: consumer reported on 04/04/19 needle hub separated from syringe. 1 syringe only. Lot: 8239952, expiration date: 2023-08-30.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated from the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 324909, batch no: 8239952. It was reported that the consumer encountered needle hub separated from syringe. Verbatim: consumer reported on (B)(6) 2019 needle hub separated from syringe. 1 syringe only. Lot: 8239952, expiration date: 2023-08-30.